Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 17dec2018. Caller is requesting quote for repair service. Customer reports that the o2 will adjust to 100% but only delivers 30%o2. Customer has ordered an o2 solenoid but request philips installation and repair of the unit. During customer follow up, customer stated only wanted a quote for repair and part number, they will call back in further support is needed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reports that the o2 will adjust to 100% but only delivers 30%o2. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
B.4: 04mar2019. G.4: 26feb2019. The data acquisition (da) printed circuit board assembly (pcba) was returned to philips for failure analysis. Testing was performed and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.